Manufacturer narrative:
Additional information was received from reporter and could confirm that there was a complaint already recorded and reported under number 3006524618-2019-00292 ((B)(4)) on (B)(6) 2019, so no additional complaints records were required. As a result, this report is being cancelled as a duplicate.

Event description:
It was reported that during a hip arthroscopy the electrode's metal plate fell off the device. It is unknown if there was a delay or backup device to complete the surgical procedure. No patient injury has been reported; however, the patient¿s outcome is unclear.